Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: shaver approach broke off. Probable root cause: deformed cutter teeth. Incorrect gap between cutter/housing no/minimal clearance between cutter and housing . Excessive runout. Excessive wear/gall. Incorrect diamond grit size/ type. Inadequate coating process h3: 81.

Event description:
It was reported the device broke during the procedure. The piece was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the device broke during the procedure. The piece was retrieved.